Manufacturer narrative:
The actual device was returned to the manufacturer for physical eval. A visual inspection of the returned cycler exterior showed no sign of any physical damge. A simulated treatment was performed and completed without any failure or problems. The machine functions were tested and all tests passed. There were no discrepancies encountered in the internal inspection of the cycler. There were no deviations or nonconformances during the manufacturing process. In addition, the record review confirmed the labeling, material, and process controls were within specification. A post market clinical review has been completed. Although the event of hypervolemia secondary to peritonitis has been reported as a serious injury, it is unlikely that there is a reasonable suspected causal relationship between the event and the liberty cycler. The eval related to the cycler showed no history of specific malfunction or the product being out of specifications. The pt's pd nurse stated that his peritonitis was likely due to touch contamination and the fluid overload was secondary to poor ultra-filtration with his pd as a result of the peritonitis.

Event description:
A peritoneal dialysis (pd) pt's wife reported he was hospitalized due to retaining 9 pounds of fluid. During f/u, the pt's pd nurse reported he had previously been (B)(6) 2014, the pt was diagnosed with clostridium hastiforme peritonitis accompanied by abdominal pain, and nausea. He was treated with intra-peritoneal cefazolin and ceftazidime, which he instilled at home. His symptoms of abdominal discomfort were still present but intermittent. He stated that he was not draining much fluid with his pd treatments since he developed peritonitis. On (B)(6) 2014, the pt was seen in the emergency room due to a weight gain of over 9 pounds during the past week. While hospitalized, the pt was converted to intravenous antibiotics for his peritonitis. His pd routine was adjusted to 6 exchanges of 2 liters each with 2.5% dextrose to help in ultra-filtration. Heparin 1,000 units per liter was also added to his pd fluid. His physician felt that the pt's volume overload was a result of his peritonitis and his pd catheter may also need eval. On (B)(6) 2014, the pt was discharged home in good condition. His bacterial peritonitis was treated and his fluid overload resolved.